Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was abnormal stopper molding in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. A visual inspection was conducted on 20 retained samples, and no incorrectly molded stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there was abnormal stopper molding in one device. No adverse impact was reported regarding the patient or user.